Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). A flexiva 200 tractip laser fiber was returned broken into five pieces. The first piece measured approximately 147.7 from the top of the connector to the break. The second piece measured approximately 21.5 from break to break. The third piece measured approximately 2.4 cm from break to break. There was a burn mark at the break, likely as a result of a misfire. The fourth piece measured approximately 0.6 cm from break to break. The fifth piece measured approximately 145.2 from break to break which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on an unknown date.   According to the complainant, during the procedure, it was noted that the laser fiber burned back while in use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken and burn marks at the break as a result of misfire.